Event description:
The tech was taking the high energy collimator off the detector. She felt that the collimator was locked to the cart but as she pulled the collimator from the detector with the server it fell from the head and struck her on the arm as she grabbed for it.